Event description:
Report received of an undocumented number of undocumented incidents of tubings "rupturing" during contrast injections. The customer states that during various CT scans the injector settings used are 2-3 psi and 125cc's of contrast. The tubings were observed to rupture or dilate where the slide clamp had been closed and then opened. There have been reports of blood loss, amounts unknown, and blood getting on staff clothing. There have been incidents where IV fluid is getting on pts. There have been reports of loss of IV sites. The reporter states "the extension tubing feels thinner than IV tubing. When they inject via IV tubing, they never have a rupture." No reports of adverse pt effect. Additional pt info was requested, but no further info was available.